Event description:
It was reported that the wireless recharger (wr) device didn't turn on at all. When they pushed the on/off button the battery led's turned on for a very short time, then off again. The on/off button was not lit and the recharger didn't start searching for the ins. They placed the wireless recharger (wr). Again the led's turned on for 1 second and then off again. The cause was not known. The wr was placed on the charger over night, but it was not taken out immediately. The charging dock light was on, the wr was reset, but it didn't react. The wr was "dead-on-arrival" and needed to be replaced. The issue could not be resolved.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial (B)(6) : analysis of the recharger, model wr9200, s/n (B)(6) , revealed corrupted firm ware; the device experienced a known firm ware anomaly where the manufacturing settings are erased if the device is removed from dock too quickly during the initial bootup. The clearing of the shipping mode via a write to flash memory must not have a loss of power during this time. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.